Event description:
It was reported that patient underwent a reimplant surgery of an artificial urinary sphincter (aus) due to unknown reasons. No information about previous implant or current patient outcome is available. Additional information was received. Patient experienced stricture a month after prostate radiation. Device was implanted for 12 years. No adverse patient effects.